Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was relaced to address the issue. During the evaluation, the flow sensor assembly, inlet air path assembly, removable air path foam and tubing kit were replaced due to talc, dirt and dust contamination.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.